Manufacturer narrative:
The reported event has been conclusively confirmed with the submission of the patient's CT scan, revealing that only the left fossa component was implanted, leaving the rest of the bilateral set unused. Upon a comprehensive review of the imaging data, the engineering department identified that the patient had undergone multiple surgeries, resulting in various existing scar tissues and a deficiency in soft tissue. These factors posed significant obstacles for the surgeon in maneuvering the mandible according to the initial design plan. The device history records (DHR), including the manufacturing documents and inspection specifications, were reviewed. All devices met specifications. Overall, as the engineering department confirmed the surgeon could not follow the design plan because of the patient¿s condition. The complaint devices met all specifications. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Event description:
It was reported there was a revision surgery performed to remove the left mandibular component.

Event description:
It was reported there was a revision surgery performed to remove the left mandibular component.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.